Event description:
Prescription written for contour next test strips, profiled as contour test strips. Contributing factors: transcript error/ misunderstood order similar names: verbal and written. Error occurred; medication did not reach pt. (B)(4).